Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding") and surgery ("need for additional surgery") in a 38-year-old female patient who had essure (batch no. B359454-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz, nuvaring and depo provera. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and rash ("rashes or skin conditions"). In (B)(6) 2014, the patient experienced weight increased ("weight gain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), constipation ("constipation") and diarrhoea ("recurring diarrhea"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, 1 year 10 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), surgery (seriousness criterion medically significant), infection ("infections"), adhesion ("adhesions"), dizziness ("dizziness") and acne ("increased acne"). The patient was treated with surgery (she had laparoscopic bilateral salpingectomy, removal of essure implant devices bilaterally, hystero), surgery (laparoscopic bilateral salpingectomy, removal of essure implant devices bilaterally, hysteroscopy) and surgery (surgery nos). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, infection, adhesion, depression, anxiety, weight increased, dizziness, mood swings, female sexual dysfunction, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal distension, constipation, diarrhoea and acne outcome was unknown, the menorrhagia, vaginal haemorrhage and allergy to metals had resolved and the migraine was resolving. The reporter considered abdominal distension, acne, adhesion, allergy to metals, anxiety, constipation, depression, device breakage, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, surgery, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms menorrhagia, pelvic pain. Lot number b359454 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet received. New events increased acne and need for additional surgery was added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. B359454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz, nuvaring and depo provera. Concurrent conditions included morbid obesity. On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In january 2014, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and rash ("rashes or skin conditions"). In february 2014, the patient experienced weight increased ("weight gain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In april 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In may 2014, the patient experienced depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), constipation ("constipation") and diarrhoea ("recurring diarrhea"). In august 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, 1 year 10 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infections"), adhesion ("adhesions") and dizziness ("dizziness"). The patient was treated with surgery (she had laparoscopic bilateral salpingectomy, removal of essure implant devices bilaterally, hystero) and surgery (laparoscopic bilateral salpingectomy, removal of essure implant devices bilaterally, hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, infection, adhesion, depression, anxiety, weight increased, dizziness, mood swings, female sexual dysfunction, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal distension, constipation and diarrhoea outcome was unknown, the menorrhagia, vaginal haemorrhage and allergy to metals had resolved and the migraine was resolving. The reporter considered abdominal distension, adhesion, allergy to metals, anxiety, constipation, depression, device breakage, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms menorrhagia, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs and mr. New reporter added. Patient¿s demographics added. Indication added. Lot number added. New events added: ablation, mood swings, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, nausea, device breakage, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, bloating, constipation, recurring diarrhea, rashes or skin conditions, incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. B359454-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz, nuvaring and depo provera. Concurrent conditions included obesity. On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and rash ("rashes or skin conditions"). In (B)(6) 2014, the patient experienced weight increased ("weight gain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("anxiety") and mood swings ("mood swings"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), constipation ("constipation") and diarrhoea ("recurring diarrhea"). In august 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6)2015, 1 year 10 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infections"), adhesion ("adhesions") and dizziness ("dizziness"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure implant devices bilaterally, hysteroscopy). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, infection, adhesion, depression, anxiety, weight increased, dizziness, mood swings, female sexual dysfunction, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal distension, constipation and diarrhoea outcome was unknown, the menorrhagia, vaginal haemorrhage and allergy to metals had resolved and the migraine was resolving. The reporter considered abdominal distension, adhesion, allergy to metals, anxiety, constipation, depression, device breakage, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms menorrhagia, pelvic pain lot number b359454 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of ptc incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), adhesion ("adhesions"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain") and dizziness ("dizziness"). The patient was treated with surgery to remove essure on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, infection, adhesion, depression, anxiety, weight increased and dizziness outcome was unknown. The reporter considered adhesion, anxiety, depression, dizziness, genital haemorrhage, infection, pelvic pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.